Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when used for a critically ill patient, the oxygen inlet was found to be blocked, resulting in inability to ventilate properly. The problem was due to a quality issue with the heat and moisture exchanger itself, the filter material was deformed, causing obstruction of the oxygen pathway. A new heat and moisture exchanger was immediately replaced to ensure patient ventilation safety. After replacement, the patient's respiration, oxygen saturation, and sputum condition were continuously monitored to ensure airway patency.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted three pictures showing a devices still in its original package and one used. The presence and the origin of the issue is unclear, the relabeling by dc is clearly visible. A comprehensive examination could not be performed, because the returned sample was not received in a state that allowed full functional or visual assessment. It was reported that when used for a critically ill patient, the oxygen inlet was found to be blocked, resulting in inability to ventilate properly. The problem was due to a quality issue with the heat and moisture exchanger itself, the filter material was deformed, causing obstruction of the oxygen pathway. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.